Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using an unknown delivery system. The patient had a non-abbott surgical aortic valve was implanted in 2012 and 23mm portico valve was implanted in the non-abbott valve on an unknown date in 2020. On an unknown date, the patient presented with worsening dyspnea and a valve failure was noted. During procedure, the case went as planned and the valve was successfully implanted. A small leak was noted after implant and a post dilatation balloon was requested to achieve optimal apposition of the implant. A valve fracture of the surgical valve performed and the surgical valve fractured. An aortogram was performed after valve fracture showed a ventricular septal defect (vsd) was evident and a unknown size amplatzer vascular plug ii (avp2) was chosen to close vsd. The avp2 plug closed the vsd but was not secure. A new 25mm navitor vision was implanted and that sandwiched the plug to secure it. The vsd remained closed and patient remained hemodynamically stable. The patient had a conduction disturbance following the procedure and a temporary pacing wire was left in the original place. On (B)(6) 2024, the patient received a permanent pacemaker. The patient was reported stable and discharged.

Manufacturer narrative:
An event of migration or expulsion of device (device migration) and off-label use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The investigation was unable to determine the cause of the reported device migration. A reported off-label use related to the user used amplatzer vascular plug ii for ventricular septal defect (vsd). The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with regards to manufacture, design, or labeling. Per the instructions for use, amplatzer vascular plug ii, "intended use: the amplatzer¿ vascular plug ii is indicated for arterial and venous embolization's in the peripheral vasculature." This is considered as an off-label use of the device. However, it was unable to determine if the off-label use contributed to the reported incident. Therefore, a letter will not be sent out to the accountant.